Manufacturer narrative:
The asset device was returned to olympus for evaluation and upon inspection the unit makes repetitive restarts during start up due to defective printed circuit boards, the housing exhibits signs of minor cosmetic wear and tear. The faulty parts were replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to defective circuit boards, but the root cause of the defective boards cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, visera elite ii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed the unit failed to complete the startup process. This report is being submitted for the event found during evaluation. There was no patient involvement.